Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video connector socket was damaged, leading to the device performing not according to its specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with an olympus field service engineer (fse) the customer reported that when connecting any 180 series scopes, using the pigtail connector, to the video connector socket, there was no image displayed on the monitor. When connecting the 190 series scopes with the processor, an image was displayed with no issue. The 180 series scopes were able to be successfully connected to another video system. After additional troubleshooting, the issue was determined to be a damaged video connector socket. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image when used with the 180 series scope. There were no reports of patient harm.